Event description:
Information received from the field notes that a routine telephone check showed a magnet rate of 61.9 ppm when the device was programmed to 70 ppm. The patient was then seen in the office for evaluation and the device could not be interrogated. The patient's normal sinus rhythm was about 75-80 bpm and she did not exhibit any pacemaker related symptoms. Since the patient has terminal cancer, the physician elected to leave the pacemaker implanted.